Manufacturer narrative:
Complaint conclusion: during angioplasty to treat coarctation of the aorta, a 7f 14x6 110cm maxi ld balloon catheter ruptured at 5 atmospheres (atm) while deploying a palmaz xl stent. There was no patient injury reported. The lesion was severely fibrotic, mildly tortuous, and had 95% stenosis. The palmaz xl stent was hand crimped by the physician onto the maxi ld balloon for deployment. The stent and ruptured balloon were removed intact from the patient. Another maxi balloon catheter and non-cordis stent were used to complete the procedure. There was no difficulty removing the device from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the device into the patient. The device prepped normally. Visipaque contrast media was used with a 50/50 contrast to saline ratio. A merit indeflator was used for the procedure. There was no resistance friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use. One non sterile maxi ld 14.0mm x 6.0cm 110.0cm was received coiled inside a plastic bag. The balloon was partially inflated. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. A leak test could not be performed due to a balloon pinhole at 2.5cm from distal tip end. Sem analysis was performed to identify the root cause of balloon burst. Results showed that the balloon external surface exhibited evidence of abrasion marks. The balloon internal surface exhibited no evidence of damage. This balloon pinhole failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the abrasion marks were caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Customer complaint reported as ¿balloon burst at-below¿ was confirmed since balloon leakage was noted during functional test due to a balloon pinhole. The exact cause could not be determined. Based on the information available for review, handling factors (during the crimping of the stent onto the balloon) or vessel characteristics (severely fibrotic, mildly tortuous, and had 95% stenosis) may have contributed to the difficulty experienced by the customer as evidenced by abrasion marks on the external surface of the balloon. Neither DHR nor the final analysis of the returned device suggest that the reported balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Event description:
It was reported by the affiliate that during an angioplasty to treat coarctation of the aorta, a 7f 14x6 110cm maxi ld balloon catheter ruptured at 5 atmospheres (atm) while deploying a palmaz xl stent. The palmaz xl stent was hand crimped by the physician onto the maxi ld balloon for deployment. The stent and ruptured balloon were removed intact from the patient. Another maxi balloon catheter and non-cordis stent were used to complete the procedure. There was no patient injury reported and the devices were returned for analysis. The lesion was severely fibrotic, mildly tortuous, and had 95% stenosis. There was no difficulty removing the device from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the device into the patient. The device prepped normally. Visipaque contrast media was used with a 50/50 contrast to saline ratio. A merit indeflator was used for the procedure. There was no resistance friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use.